Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01461 addresses the other device. It was reported to boston scientific corporation that two leveen needle electrodes were used during a liver radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, white particles were found near the tips of both device cannulas during preparation. Therefore, the devices were not used inside the patient and the procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01461 addresses the other device. It was reported to boston scientific corporation that two leveen needle electrodes were used during a liver radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, white particles were found near the tips of both device cannulas during preparation. Therefore, the devices were not used inside the patient and the procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: foreign matter present on device. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found a pale green crystalline substance on the base of the array, and energy-dispersive x-ray spectroscopy (eds) analysis revealed that the substance consisted of carbon, oxygen, sulfur, phosphorus, chromium, and iron. Additionally, the tines were found to be bent, but this is likely due to lack of protection during transit to the investigation site. A functional examination was not performed so as not to impact the residue found on the array. The condition of the returned device was consistent with the complaint that particles were found near the tip of the device; the complaint was confirmed. Although review and analysis of all available information failed to indicate a root cause for this event, an investigation has been initiated to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.